Event description:
The company was informed that during implant surgery, the patient's enlarged emissary vein was cut and the patient bled profusely. The surgeon stopped the bleeding with bone wax. The patient is being monitored. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.